Event description:
Customer reported a malfunction alarm with code malf 12, which had occurred at least three times on the pump. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.